Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800874 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation, the third or fourth clip and after were loaded in closed condition. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Event description:
It was reported that during an operation, the third or fourth clip and after were loaded in closed condition. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly due to the bent centering tab. This was repeated with the same result for the next clip. The sample was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. No other defects or anomalies were observed. The device was returned with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. If the clip is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. (B)(4) has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips loaded in closed condition" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Upon functional inspection, the clips were unable to load due to the bent centering tab. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Manufacturer narrative:
Qn#(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint is being reported as a malfunction. There was no serious injury.